Event description:
As reported, prior to use, "a resin-like foreign substance was found in the capsure sterilization bag". It was reported that the device was not used and another new capsure device was used to complete the procedure. It was also reported that there was no damage in the outer box of the product and the product was stored in the operating room at room temperature. There was no patient injury.

Manufacturer narrative:
As reported, prior to use, a "resin-like" foreign substance was found in the capsure sterilization bag. Sample evaluation finds a foreign material (blue in color) visible within the blister tray near the housing of the device which moves freely. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records shows product was made to specification. Addendum: h11: this supplemental MDR is submitted to document the sample evaluation results and to correct the device manufacture date. Evaluation of the sample confirms a hard piece of blue broken plastic which moves freely within the sealed capsure sterile blister tray. The foreign piece is identified to have likely originated during the manufacturing process from blue bin or tray, however no damage to these items in the process was identified. Based on the reported condition and sample evaluation conducted, the root cause is confirmed to be manufacturing related. Per the visual inspection, it is possible that the foreign material may had shifted behind the capsure device becoming undetectable during the manufacturing process. Awareness was provided to the manufacturing personnel. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, prior to use, "a resin-like foreign substance was found in the capsure sterilization bag". It was reported that the device was not used and another new capsure device was used to complete the procedure. It was also reported that there was no damage in the outer box of the product and the product was stored in the operating room at room temperature. There was no patient injury.

Manufacturer narrative:
As reported, prior to use, a "resin-like" foreign substance was found in the capsure sterilization bag. Sample evaluation finds a foreign material (blue in color) visible within the blister tray near the housing of the device which moves freely. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records shows product was made to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.